Event description:
Patient arrived to clinic with noted damage to dl near connection to controller. Covered with rescue tape. Damage also noted to power lead line and bend relief on controller. Controller exchanged.